Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6, h4: device manufactured between march 26, 2020 to march 27, 2020. H10: nineteen (19) devices were received for evaluation. A visual inspection along with magnification was performed which observed loose particulate matter (pm) inside the fill port connectors in two (2) samples. The reported condition was verified in two (2) samples; however, not verified for the remaining seventeen (17) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred "within one month" (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in the fluid path of sixteen (16) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as black or white. This issue was identified before use. There was no patient involvement. No additional information is available.